Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer will be using a back up pump for insulin delivery.